Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop asthma like symptoms. The patient was prescribed steroids and antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a device's sound abatement foam became degraded and caused a patient to develop asthma like symptoms. The patient was prescribed steroids and antibiotics in response to the reported event. The reported event of asthma and its reported severity was reviewed by the manufacture's clinical expert and were assessed as possibly related to the product problem with the device and/or user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Thus, the device in this case, may have caused or contributed to the alleged serious injury based on the available information, the unit was scrapped. Section h6 updated in this report.